Manufacturer narrative:
Additional information is provided in sections a.1, a.2, a.3, b.3, b.5, b.6, h.6 and h.10. Although no lot code or sample has been received, intra-lot trending performed for the past year found three similar complaints. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has clarified that the patient did not receive any additional medical treatment. An alternate intraocular lens was implanted into the sulcus of the patient's right eye during the original procedure. The patient's current status is reported as resolved.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that the cannula on a viscoelastic product which was used during a cataract surgery suddenly perforated the posterior capsule while it was being used to polish the posterior capsule after the cortex was removed. Additional information has been requested.